Manufacturer narrative:
The customer returned strip lot number 1261938. The returned meter and strips were investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving unspecified erratic readings from his adc blood glucose meter, which were "40-50 points different". Customer further reported he fell out of the tub, hit his head and blacked out due to his erratic readings. No further information was provided by the customer as he did not wish to continue troubleshooting at the time of the original call. Multiple, unsuccessful, attempts to contact this customer have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown.